Event description:
Biopsy gun wouldn't cock. Also had another needle from same lot number that would cock the first time but had to push release twice before it worked. "The needle has miss fired and not cut breast biopsy tissue sample for biopsy."